Manufacturer narrative:
The device was reported by the complainant to be discarded so no investigation as to the root cause of the event can be performed.

Event description:
It was reported that devices were malfunctioning and in ¿several¿ cases had cut veins. The problems were immediately identified and there was no pt danger. The devices were discarded by the complainant and will not be returned to the MFR. Add¿l info was requested, but the complainant had no add¿l info regarding the number of incidents that occurred, the devices, the events or the pts. See related MFR report number: 2134070-2012-00221.